Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip close cable broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment stuck out at the wrist. The other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the megasuturecut needle driver instrument the cable on the instrument snapped. There were no missing or fallen pieces reported.